Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was .pt said they can't get their ins to "activate". Pt said they have the recharger over their ins and it would not connect to either implant. On the call, pt was seeing the reposition antenna screen. Pt inspected the recharger antenna for damage and did not detect any. Pt mentioned that they only have one recharger for the 2 implants. Pt said they had last tried to recharged their implants maybe 3 weeks ago but was not successful (pt said they usually recharge every day). Pt did not have their patient programmer to attempt to connect to their ins. Pss reviewed possible over discharge with pt and redirected them to their hcp. Pt said they do not have a current managing hcp therefore, pss then emailed reps. Pt mentioned that they have had this happen once before about 2-3 years ago (pss unable to locate previous case).redirected caller: other (document in note) information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller reported that both of pt's devices were overdischarged and they met with pt today to restart both devices. Caller confirmed pt discovered that both devices were overdischarged about 4 weeks ago. Troubleshooting was not required. Additional information was received from the patient. It was reported that the device wouldn't activate. They have met with reps and they were able to program the charger but now neither implant goes to the main source of their pain. Pt has an appointment with pain clinic where they are going to try to isolate the reason why the stimulation isn't going to their main source of pain. Additional information was received from the patient. It was reported that it looks like the batteries need to be replaced. They are waiting to schedule a date and time for the replacement battery.

Manufacturer narrative:
Continuation of d10: product ID 97714 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type implantable neurostim ulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.